Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Manufacturer narrative:
Added final device evaluation and coding information.

Event description:
It was reported to philips that the device experienced a defib test failure. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.